Event description:
Staff observed that a pt was in a ventricular tachycardia rhythm (v-tech), but the alarm on the telemetry monitoring system did not sound despite a 26 beat run off v-tech. The staff then verified that the alarms were "on" and set appropriately and should have alarmed. Upon further investigation, it was determined that there were multiple add'l times where shorter runs of v-tech occurred with the same pt and the alarms did not sound, despite the alarms being set appropriately.